Event description:
The manufacturer received information alleging a continuous positive airway pressure (cipap) device's sound abatement foam became degraded and caused a patient to develop a lump in their lung and throat. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient to develop a lump in their lung and throat related to a CPAP device's sound abatement foam. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device was inspected, blower hours were logged, and 11,415.2 therapy hours were logged. 12,289.3 machine hours were logged. Care orchestrator data was unavailable. There was 1 instance of reboot error e-4 err_null_ptr (1117539 v20). No reoccurrence of the error, it will be considered irrelevant for the purposes of this investigation. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4) (v1). Odor consistent with cigarette smoke. There was 1 instance of reboot error e-4 found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section g3 (incorrectly captured in previous report) and h6 were updated in this report.

Manufacturer narrative:
Additional information recived on nov 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient to develop a lump in their lung and throat related to a CPAP device's sound abatement foam. T. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.